Manufacturer narrative:
The unit had a broken off retainer and a missing pcap o-ring. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called to report that the insulin pump was missing an o-ring and that the "plastic ring" came off. The customer's blood glucose reading was unknown. The customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised to return their device for analysis and that it would be replaced.